Event description:
Pt implanted with an lcp 1/3 tubular plate to the clavicle on an unk date. Reportedly, pt leaned forward while on the hospital bed and broke the plate. The pt did not fall. Pt was revised on an unk date.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Review of the mfg records has been requested. Manufacture date reported as february 2011.